Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they were unable to remove the guidewires (stylets). The ngts were sourced from ICU. Per additional information provided on (B)(6) 2026, the tubes were injected with 10ml h2o. The tubes were not used with a patient, the issue occurred when the tubes were tested before insertion. The issue was resolved by using an ng tube from another manufacturer.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A gemba walk was held in the production area. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No conditions were found that could trigger the reported condition. A device was not returned for evaluation; only an empty package showing the reported product information was received, therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.